Manufacturer narrative:
Concomitant medical products: sedr01, ipg, implanted: (B)(6) 2009.

Event description:
It was reported that the right atrial lead had dislodged and had high impedance and elevated capture thresholds. During the procedure, the lead was noted to be pulled back from the myocardium and fibrosis and calcification was noted in the region of the proximal and distal electrodes. The inner coil fractured at the tip and the out conductor was left in place. The outer conductor fractured in the right atrium leaving the tip and ring behind. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.